Event description:
On (B)(6) 2018 doctor placed 3 dental implants at locations 24, 25 and 26. On (B)(6) 2018 patient reported to doctor that they were having mobility issues. All three implants were removed on (B)(6) 2018.